Event description:
Tubing was leaking from the connection between the white spike/top part of the drip chamber with the clear bottom cylinder part of the drip chamber. Small puddles of fluid noted on the floor.